Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a documented blood glucose of 279 mg/dl, and 44 mg/dl during the pump¿s learning period and with the need to perform meal announcements within 30 minutes of the first bite. Investigation included troubleshooting and education regarding meal announcement timing, confirmation that the pump was in its learning phase with adjustments visible in the bionic report, and guidance on accessibility support for a blind user. Investigation of this case revealed that the device was functioning and adapting insulin delivery as designed, with glycemic excursions occurring in the context of learning-phase adjustments and meal announcement practices. No clinical symptoms associated with hyperglycemia/hypoglycemia reported. Outcomes included the need for self-management using oral glucose without hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.